Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with serial number (B)(4) compared to an acl top laboratory method. The meter result at 11:30 am was 1.9 inr. The laboratory result was 2.5 inr. The comparison was made within four hours. The patient's therapeutic range is 2.5 inr to 3.5 inr and he is tested weekly.

Manufacturer narrative:
The reporter's meter and two vials of test strips were provided for investigation where they were tested using retention controls. Vial #1 testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr qc 2: 3.1 inr qc 3: 3.0 inr. Vial #2 testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.